Event description:
Inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("severe infection") and abdominal discomfort ("discomfort"). The patient was treated with surgery (surgery to remove the essure device). Essure was removed in 2015. At the time of the report, the pelvic pain, infection and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.